Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1352, awareness date (B)(6)2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Consumer reported that in (B)(6) 2009 she was hospitalized due to internal bleeding due to a ruptured cyst that was on a blood vessel (discrepant information since she reported that she only has essure for 4 years). She often had yeast infections, bacterial vaginitis and cysts on or near her vagina. Essure was not removed because her doctor did not considered her events severe enough. Result and assessment of the product technical complaint investigation received on 31-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow up information received 08-nov-2016 via legal claim: case considered legal from this date forward. On (B)(6) 2011 essure was inserted for birth control. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and she was advised that her coils were properly placed. However, plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, abdominal bloating, chronic pelvic pain, chronic back pain, excessive weight gain, ovarian cysts, and pain during intercourse. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On or around (B)(6) 2016, she underwent surgery to remove her essure coils. Company causality comment: this spontaneous case report, refers to a patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced internal bleeding due to cyst rupture that was on a blood vessel (interpreted as ovarian cyst ruptured and internal haemorrhage). Upon follow-up information, case became legal and a chronic pelvic pain/severe pain, amongst non serious events, was reported. A surgery to remove the essure coils was performed. Ovarian cyst rupture and internal haemorrhage are unanticipated whereas pelvic pain is anticipated in the reference safety information for essure. Rupture of an ovarian cyst is a common occurrence in women of reproductive age. In this present case, consumer had an ovarian cyst rupture followed by an internal bleeding and she was hospitalized. Considering the above mentioned information and given essure's local action in fallopian tubes, the event was considered as unrelated to essure. Considering that pelvic pain may occur after essure insertion and the lack of plausible alternative explanation, a causal relationship between this event and essure cannot be excluded. This case was regarded as incident as intervention was required. A new product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 06-oct-2015. The most recent information was received on 19-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain'), internal haemorrhage ('internal bleeding due to ruptured cyst that was on a blood vessel.') And ovarian cyst ruptured ('internal bleeding due to ruptured cyst that was on a blood vessel.') In an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, umbilical hernia, ovarian adhesion and uterine prolapse. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion hospitalization), ovarian cyst ruptured (seriousness criterion hospitalization), vulvovaginal mycotic infection ("yeast infections"), bacterial vulvovaginitis ("bacteria vaginitis"), vaginal cyst ("now get cyst on or near my vagina."), medical device discomfort ("severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain"), ovarian cyst ("ovarian cysts") and dyspareunia ("pain during intercourse"). The patient was hospitalized on (B)(6) 2009. The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, internal haemorrhage, ovarian cyst ruptured, vulvovaginal mycotic infection, bacterial vulvovaginitis, vaginal cyst, medical device discomfort, menorrhagia, abdominal pain, abdominal distension, back pain, abnormal weight gain, ovarian cyst and dyspareunia outcome was unknown. The reporter provided no causality assessment for internal haemorrhage and ovarian cyst ruptured with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, bacterial vulvovaginitis, dyspareunia, medical device discomfort, menorrhagia, ovarian cyst, pelvic pain, vaginal cyst and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted: on (B)(6) 2016 date of removal quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Reporters information added. Medical history were added. Rcc added. Fu received. Intervention details for essure removal surgery updated to total laparoscopic hysterectomy. Bilateral salpingectomy. No new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain'), internal haemorrhage ('internal bleeding due to ruptured cyst that was on a blood vessel.') And ovarian cyst ruptured ('internal bleeding due to ruptured cyst that was on a blood vessel.') In an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, umbilical hernia, ovarian adhesion and uterine prolapse. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion hospitalization), ovarian cyst ruptured (seriousness criterion hospitalization), vulvovaginal mycotic infection ("yeast infections"), bacterial vulvovaginitis ("bacteria vaginitis"), vaginal cyst ("now get cyst on or near my vagina."), medical device discomfort ("severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain"), ovarian cyst ("ovarian cysts") and dyspareunia ("pain during intercourse"). The patient was hospitalized on june 2009. The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, internal haemorrhage, ovarian cyst ruptured, vulvovaginal mycotic infection, bacterial vulvovaginitis, vaginal cyst, medical device discomfort, menorrhagia, abdominal pain, abdominal distension, back pain, abnormal weight gain, ovarian cyst and dyspareunia outcome was unknown. The reporter provided no causality assessment for internal haemorrhage and ovarian cyst ruptured with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, bacterial vulvovaginitis, dyspareunia, medical device discomfort, menorrhagia, ovarian cyst, pelvic pain, vaginal cyst and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted:(B)(6) 2016 date of removal quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.